Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the hypotube at 74.2cm distal to the strain relief. Both sections of the hypotube break were severely kinked at various locations along their lengths. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Both the kinks and the break are consistent with excessive force having been applied to the shaft. No issues existed with the profile of the balloon or tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The patient had multiple vessel disease. Using the femoral approach, the index procedure treated the 75% stenosed lesion located in the severely calcified and severely tortuous left circumflex artery. The physician was going to pre-dilate with a 1.5x15mm apex balloon, but met resistance while advancing the balloon and the shaft fractured. The physician then pulled back the balloon catheter directly without the aid of another device. The procedure was successfully completed with another 1.5x15mm apex balloon used to pre-dilate the lesion resulting in 45% residual stenosis and then the subsequent successful implant of a 2.5x28mm taxus stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The patient had multiple vessel disease. Using the femoral approach, the index procedure treated the 75% stenosed lesion located in the severely calcified and severely tortuous left circumflex artery. The physician was going to pre-dilate with a 1.5x15mm apex balloon, but met resistance while advancing the balloon and the shaft fractured. The physician then pulled back the balloon catheter directly without the aid of another device. The procedure was successfully completed with another 1.5x15mm apex balloon used to pre-dilate the lesion resulting in 45% residual stenosis and then the subsequent successful implant of a 2.5x28mm taxus stent. No patient complications were reported and the patient status is stable.